Event description:
An injection port of IV tubing from ems emergency medical systems patient, that was in ed emergency department, popped off when CT computed tomography contrast was injected through it using a pressure injector.